Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the 2.5 x 15 mm rx voyager balloon ruptured during the third inflation at 14 atm. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusion summation - product performance engineering concluded that balloon ruptures can be affected by numerous factors. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon a third inflation. However, a definitive cause for the balloon rupture cannot be determined, but there is no indication of a product quality deficiency.